Event description:
Gel-saline combination breast implant right breast & left breast 250cc. The pt developed increasing allergies, numbness & tingling in the hands & feet, muscle cramps in the back & legs, arthralgia in the shoulder & wrists, irritable bowels symptoms, neurocognitive changes with poor short-term memory, itching rash over the arms & buttocks. One of the worse symptoms is her short term memory loss & fatigue. On physical examination, the pt has a class ii contracture on the right & a class iii contracture on the left & very sore left breast. As a result of ruptured implant on the left with breast pain & contracture as well as symptoms which may be associated with silicone, a capsulectomy is medically necessary.